Event description:
Approximately two weeks post carotid stenting the patient suffered an intracranial hemorrhage. The information received from the (B)(4) study indicated that the (B)(6) female patient was admitted asymptomatic with a 95% stenosis in the right proximal internal carotid artery. The lesion was eccentric and with mild tortuosity. The lesion was pre-dilated. An 8 x 40mm precise pro rx stent was deployed with no malfunction or associated major adverse event. An angioguard rx was successfully deployed and retrieved. There were no technical problems or events with the angioguard. There was no presence of air bubbles. The patient was discharged two days after the index procedure with no major adverse event. The (B)(4) stroke scale score was 0. The stroke score was 0. Sixteen days after the index procedure, the patient experienced a neurological event with behavioral changes. The duration of the neurological event was less than 24 hrs. There was no presence of babinski. There was full recovery with no deficit. A CT scan showed a right parietal bleed with surrounding edema. The diagnosis of the event was of intracranial hemorrhage. The patient denied traumatic event. Repeat CT scan performed the same day showed small hemorrhagic focus measuring 6mm in the posterior right parietal lobe with surrounding area of focal edema; also generalized aging and chronic white matter change.

Manufacturer narrative:
Please note additional information, (B)(6) 2010: the act value was 389. The complaint received for the (B)(4) study indicates that the patient experienced a neurological event indicated as unrelated to the device and unrelated to the procedure. Approximately two weeks post carotid stenting the patient suffered an intracranial hemorrhage. At baseline the (B)(6) female was admitted asymptomatic with a 90% stenosis in the right proximal internal carotid artery with recurrent stenosis. Additional medical history included hyperlipidemia and hypertension and prior right carotid endarterectomy. The reference diameter was 4.4. The lesion was eccentric and with mild tortuosity. A 5 mm angioguard rx was successfully deployed. The lesion was pre-dilated with no documented resistance to pta. An 8 x 40 mm precise pro rx stent was deployed at the target lesion with no malfunction or associated major adverse event. The angioguard was retrieved; there were no technical problems or events with the angioguard. There was no presence of air bubbles. The final target lesion diameter stenosis was 10%. There was no neurological deficit when the patient left the angiography suite. The patient was discharged two days after the index procedure with no major adverse event. The nih stroke scale score was 0. The stroke score was 0. Antiplatelet therapy included pre and post procedure and discharge clopidogrel and aspirin. Sixteen days after the index procedure the patient experienced a neurological event with behavioral changes. The duration of the neurological event was less than 24 hrs. There was no presence of babinski. There was full recovery with no deficit. A CT scan showed a right parietal bleed with surrounding edema. The diagnosis of the event was an intracranial hemorrhage. The patient denied traumatic event. Repeat CT scan performed the same day showed small hemorrhagic focus measuring 6 mm in the posterior right parietal lobe with surrounding area of focal edema; also generalized aging and chronic white matter change. An additional CT scan was performed later the same day showing no significant interval change in 6 mm area of punctate hemorrhage involving the right parietal lobe with some surrounding low density; also no new findings otherwise. No interventions noted throughout patient's stay. Patient was discharged three days later alert/oriented, otherwise neurologically intact. The stent remains implanted and therefore is not available for analysis. Lake region lot # is 01417743, 71209508. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01417743. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(4) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15029781 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot. Intracerebral hemorrhage has been reported as a complication of carotid artery revascularization including carotid angioplasty and stent placement and is listed in the IFU as such. Revascularization that alleviates a high-grade stenotic lesion, cerebral hyperperfusion may result in a sudden, rapid increase in cerebral blood flow in excess of that required to meet metabolic demands. Transient cerebral hyperemia can lead to intracerebral hemorrhages. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases 3 weeks after revascularization. The patient's medical history and vessel/lesion characteristics may have contributed to the event. With review of the clinical information no conclusion can be made regarding a relationship of the device or procedure to the event. There is no indication of any manufacturing or device performance issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
An additional CT scan was performed later the same day showing no significant interval change in 6mm area of punctate hemorrhage involving the right parietal lobe with some surrounding low density; also no new findings otherwise. No interventions noted throughout patient's stay. Patient was discharged three days later alert/oriented, otherwise neurologically intact. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.